Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 469, 390 and 537 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 210 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is 09/02/2016. Customer stated she is on insulin. The meter memory was reviewed for previous test result history: the 469mg/dl (B)(6) 2016 12:00 am fasting:yes, the 390mg/dl (B)(6) 2016 12:00 am fasting:yes, the 537mg/dl (B)(6) 2016 12:00 am fasting:yes, the 478mg/dl (B)(6) 2016 12:00 am fasting:yes, the 415mg/dl (B)(6) 2016 12:00 am fasting:yes. Memory concerns:all times and dates are subjective to the customers records the customer initially called with an error code, but after further trouble shooting of the meter, the customers readings were higher than her stated normal of 80-210. The customer denied any symptoms of hyperglycemia. Customer's meter memory was reviewed based on the results,customer was highly recommended to seek medical attention as these results were very high.